Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. The ICD detections and therapies were programmed off, and the ICD remains in use. No further patient complications have been reported as a result of this event.